Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The skull pins were discarded by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a2114 mayfield infinity xr2 skull clamp slipped and caused harm to the patient. Before the skull clamp was removed, the pressure reading was 20 pounds. (Lbs.) Additional information was received on 29may2019 and 30may2019 indicating that a (B)(6) year-old patient had a mayfield skull pin attachment appeared to release pressure from 60 to 20 pounds and one of the disposable skull pins allowed the head to move during a posterior cervical decompression and fusion procedure. The patient was positioned prone on gel rolls. A 5-millimeter (mm) laceration on the scalp was noted and closed with a skin staple. There was a surgical delay of about five (5) minutes while the surgeon broke scrub and repositioned the patient's head in another mayfield frame and pin attachment. The delay did not result in any adverse consequences.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When unit was properly positioned and put under pressure unit would not have slipped. A device history record review could not be performed as lot or serial number was not provided. Complaint was not confirmed. Root cause was unknown however, the most probable root causes are: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure.

Event description:
N/a.